Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings:.on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent reponse and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Observed the bolus button is not responding to button presses. Removed button cover and found the internal plug contact is misaligned and contamination is present.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.